Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 mins: 550mg/dl, 248mg/dl and 325mg/dl. No reported actions taken or treatment rendered. No adverse event reported. The customer states that he has used all of the strips in the vial. He does not have the strip vial used in the event. The suspected product is unavailable for return; replacement was sent.